Event description:
Caller unsure which coaguchek system produced result. Caller stated, the patient tested 3.1 inr on the coaguchek system and 1.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable to return.